Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
Information received on the remote transmission was reviewed and the sensing threshold measurement on the atrial lead was below the normal range. Atrial undersensing was noted during episodes of atrial tachycardia (at)/atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.